Manufacturer narrative:
Device is a combination product. Weight: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified vessel. A 3.50 x 28mm synergy drug-eluting stent was advanced for treatment. However, during advancing, the stent became shortened and wrinkled due to tortuosity and calcification. The procedure was completed with another of same device. No patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified vessel. A 3.50 x 28mm synergy drug-eluting stent was advanced for treatment. However, during advancing, the stent became shortened and wrinkled due to tortuosity and calcification. The procedure was completed with another of same device. No patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. A4 weight: 76.5 kg. Device evaluated by MFR.: synergy ous mr 3.50 x 28mm stent delivery system. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a hypotube kink located 51.5cm distal to distal end of the strain relief. An examination of shaft polymer extrusion revealed no issues. An examination of the tip found no issues. No other issues were identified during the product analysis.